Event description:
Pt mentioned they were on a medical leave of absence and mostly resorting to tens units to manage their pain, but they were allergic to the tens pads. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".